Event description:
It was reported that the hoyer lift is not working and thinks the controller is broken. The unit is brand new out of the box, and one of the pieces is bent and it's not allowing the battery to sit flush against the control panel.

Manufacturer narrative:
It was reported that there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.